Event description:
It was reported that while using the ilet, the user experienced progressive hyperglycemia from the 170 mg/dl to the 336 mg/dl and higher over several hours, observed insulin odor and leakage around the inset infusion site, noted high insulin on board without glycemic response, disconnected from the pump, and later reduced glucose after a manual injection; the user also expressed concern about insulin delivery when glucose was below 70 mg/dl and requested to speak with a medical professional. Investigation of this case revealed no findings available, and the cause was not established. Symptoms included hyperglycemia and feeling unwell with dizziness. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.